Event description:
On (B)(6) 2014, the lay user/patient contacted lifescan (lfs) alleging an issue with the one touch ultra 2 meter reverting to setup mode. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that the alleged issue began on at an unspecified time on (B)(6) 2014. The patient manages her diabetes with insulin (humalog, lantus; self-adjuster) and stated she continued with her usual dose of medication (unknown dosage) in response to the alleged issue. At an unspecified time on (B)(6) 2014, the patient stated she developed symptoms of ¿sweaty¿. The patient denied receiving any medical treatment. At the time of troubleshooting, the cca documented that this was not the first time the patient used the subject meter, and there was no misuse of the product. The cca walked the patient through a retest and the issue was resolved. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.